Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). It was reported that the patient had a device for pain. They had trouble with their implant every so often. No further complications reported.